Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their stimulator (ins) that was implanted for non-malignant pain. It was reported that the therapy was not helping patient's pain. Patient could feel the stimulation but therapy was not helping pain. The implant was for the hips and buttocks but the stimulation was going around that area. Patient has had reprogramming twice. Patient reported that they wanted to put a new battery in but patient did not want to have a new battery until they were feeling some relief. The doctor asked patient if she would like the stimulator out. On (B)(6) 2017, patient was told that everything had moved by 1.8 inch, it was found out by an x-ray. Patient was redirected to follow up with their hcp. No further complications were reported/anticipated.